Manufacturer narrative:
(B)(4). The product was not returned for evaluation due to unknown location. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, ¿intraoperative or postoperative bone perforation or fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2017-10447, 0001825034-2017-10441.

Event description:
It was reported that the tibial island did not stay intact through full extension during trialing procedure. No additional information available.